Event description:
The customer reported that the sys had a software failure. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep re-installed the software. The sys operates as intended.